Manufacturer narrative:
A complete lead was returned for evaluation. Visual inspection revealed external abrasion from the connector pin breaching the re cable and the inner coil lumens consistent with friction to the device can. One of the re cable was found to be abraded. External abrasion breaching the optim sheath was found near the connector pin consistent with friction to the device can. Lastly, the helix was stretched consistent with explant damage. Electrical testing did not find any indication of conductor fractures. The cause of the reported noise issue was due to the abraded re cable.

Manufacturer narrative:
(B)(4).

Event description:
During follow up, noise was noted on the lead when moving the patient's arm and anti-tachycardia pacing was delivered. The lead was explanted and replaced. The patient is stable.